Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file noted a pump stop while the patient was attached to the mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead. Technical support recommended keeping the pump connected to battery power until further investigation was completed. X-rays were requested. Low flows were observed starting after the pump stop. Power, flow, and average pulsatility index (pi) values all dropped below the normal parameters. A review of a second log file noted that the patient continued to have low flows and a reduction in blood volume.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the occurrence of low speed events and a pump stoppage as well as low flow hazard events; however, a specific cause for the low speed/pump stoppage events and the low flow events could not be conclusively determined through this evaluation. The account submitted system controller log files to technical services for review on 19jul2020 and 20jul2020. The account did not report any specific issues at the time of the log file submissions; however, technical services personnel communicated to the customer that a pump stoppage and low flow events were observed. The submitted system controller log files contained data from 14jul2020 6:44 ¿ 18jul2020 23:09 and 19jul2020 23:59 ¿ 20jul2020 2:07, per the timestamp. On 16jul2020 at 6:27, a reduction in pump speed to 4960 rpm (4640 rpm below the low speed limit) was captured, resulting in a low speed advisory alarm. On 16jul2020 at 9:02, a momentary low speed/pump stoppage event was recorded, resulting in low speed advisory/hazard and low flow hazard alarms. The event was associated with elevations in pump power. The low speed events and pump stoppage occurred while the system was connected to the mobile power unit (mpu). No additional low speed events or pump stoppages were captured through the remainder of the log file data; however, persistent low flow hazard events were active from 18jul2020 ¿ 20jul2020. Most of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard threshold of 2.5 lpm; however, estimated flow reduced as low at 2.3 lpm. Based on previous complaint experience and the patient¿s history of prior low speed/pump stoppage events while connected to a tethered power source as well as an unsuccessful distal end driveline replacement, the low speed events and pump stoppage event recorded in the submitted log file data appeared consistent with a potential driveline wire compromise. However, potential driveline wire damage could not be confirmed through this evaluation as the device remains in use. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU): section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.